Event description:
A vibratory alert was received as the device detected right ventricular (rv) ventricular fibrillation episodes with inappropriate high voltage therapy. An insulation defect was suspected and the rv lead was explanted. Further information was requested but not received.

Event description:
The rv lead was explanted and replaced. During the revision procedure, insulation damage was seen. The patient was stable.

Manufacturer narrative:
As received, a partial lead was returned in one piece. Visual inspection found two external abrasions at the proximal region of the lead, one abrasion was found to be breaching the ring electrode lumen but the cable coating in this location was intact. All the lumens were found to be breached at the second abrasion and the liner of the inner coil and one non-functional cable coating were also found to be abraded in this location. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can. The reported events of inappropriate high voltage output and insulation damage were confirmed.